Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device inhibited pacing due to myopotential oversensing. Programming changes were made and further testing was recommended. The patient will continue to be monitored with routine follow-up.